Manufacturer narrative:
E.1.: initial reporter address 2: (B)(6). H.6.: imdrf device code a050501 captures the reportable event of bands could not be deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic selective varices devascularization (esvd) procedure performed on (B)(6) 2025, for the treatment of internal hemorrhoid ligation. During the procedure, the bands could not be deployed properly. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter address 2: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands could not be deployed. Block h11: the returned speedband superview super 7 was analyzed, and it was found during the visual inspection that the tooth was damaged. The slack was taken up, and the handle had evidence that the trip wire was secured to the post. No other problems with the device were noted. The reported event of bands could not be deployed was confirmed. It was found that the teeth were damaged. The marks on the ligator housing teeth imply that the device might have been used with too much force, causing the teeth to become damaged, or perhaps this could be attributed to the way the physician was entering the device through the patient, causing the teeth to become damaged and affecting the functionality of the handle when deploying the bands. Therefore, the most probable root cause assigned is adverse event related to procedure.

Event description:
It was reported that it was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic selective varices devascularization (esvd) procedure performed on (B)(6) 2025, for the treatment of internal hemorrhoid ligation. During the procedure, the bands could not be deployed properly. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.